Manufacturer narrative:
The device was returned to the service center for evaluation. The device was inspected and found the passive side was separated from the active side due to a missing screw. There was an image issue noted and the switch #1 was found cut. The scope¿s u/d angulation was found to be low. Fluid was noted inside the scope connector. The scope passed the leak test. The scope ID chip showed a 1418 total uses. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the scope prompted a ¿b30¿ error code. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: suggested event: screw to secure bending section and passive bending section was detached. Though it was difficult to specify the cause, we presume that external stress such as vibration or impact was applied to the bending tube and/or the passive bending tube, which caused the screw loosened and detached like the similar complaint. IFU describes the following to prevent the suggested event. Warnings and cautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. It was confirmed via DHR that the subject scope was shipped in accordance with specifications.